Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a and reagent probe b collar wash valves failed, resulting in leaks from both probes. The fse replaced the collar wash valves to resolve the leaks. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that a unicel dxc 600i synchron access clinical system leaked. While troubleshooting the issue with bec technical support it was determined that the reagent probe a collar wash leaked. The customer wore personal protective equipment consisting of gloves, a gown and eye protection while troubleshooting. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.